Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. Atrial impedance gradually rising from 494 ohms to 627 ohms on (B)(6) 2015. (B)(4).

Event description:
It was further reported that the low impedances on the rv and svc portion of the lead were varying. The lead was explanted and replaced. It was also noted that the atrial impedance was increasing. The atrial lead remains in use. No patient complications have been reported as a result of this event.